Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic during a pre-discharge check, loss of capture and low r-wave sensing amplitude were observed on the right ventricular (rv) lead. Upon interrogation, increase capture threshold, decrease r-wave amplitude, and decrease pacing lead impedance were noted. Rv lead dislodgment was suspected. Programming change was made at this time. The lead was then repositioned on (B)(6) 2021. The patient was stable.